Event description:
It was reported the patient is not receiving stimulation. It was also reported the patient has not charged in three months and the ipg does not communicate with the charger. As a result, the ipg is inoperable.

Manufacturer narrative:
Correction numbers: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number is included in field advirsories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.